Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. The device lost telemetry and function due to battery depletion. There is no evidence to indicate the depletion was anything other than normal. The device was fully functional when powered with an external source. Current drain levels were normal. Based on residual voltage and impedance there is no evidence of a cathode to anode short on the battery. Since there is no save to disk or other sources of device data available there is no way to determine if the device lasted until it's expected longevity. The result of analysis is inconclusive.

Event description:
It was reported that the patient was checking the device with a magnet and was unable to hear the tone. The patient went to the emergency room and the representative was unable to gain telemetry with the device despite multiple attempts. The patient alert tone was not heard when the programmer head was placed over the device. The device was replaced. No patient complications were reported as a result of this event.